Event description:
Patient reported that back to back tests performed on the ss meter using separate finger sticks were 105 and 134 mg/dl (24% difference). The pt's meter is being replaced with a fasttake meter because the pt has difficulty getting enough blood on the strip. Co reviewed qc procedures for both ss and fasttake meters and discussed doing a meter/lab at the doctor's office during the next visit. There was no allegation of harm.